Event description:
Additional information received further stated that the infection was diagnosed by a different physician other than the patient's primary health care provider (hcp). It was indicated that the emergency surgery to correct the problem was about 6 weeks after the (B)(6) 2012. It was noted that there was pus coming out of the infected wound and the pump pocket was revised. The catheter tip was noted to be at t1. It was also reported that the patient continued to have debilitating neck pain and her primary hcp would not prescribe oral medications. It was stated that the pump was implanted because the patient had a diving accident and suffered a broken neck injury, along with getting ran over by a truck trailer. The patient also experienced right leg weakness and when she goes out to get the mail, she cannot walk straight due to spasms in her back and abdomen. It was indicated, since implant, that the patient had experienced abdomen distention and notes that her abdomen is 'bone hard' and it looks like she is pregnant. It was reported that during last refill, the hcp added clonidine and since then the patient had felt a warming sensation and numbness in her abdomen. Additional drugs delivered via pump were clonidine and bupivacaine.

Event description:
Additional information received reported that the patient¿s health care provider had felt that the reason the patient got the infection was because the patient was diabetic and didn¿t know it.

Event description:
Additional information received reported that the patient felt extremely stressful because of the surgery. The patient ¿gained like ten inches around her abdomen¿ since the pump was implanted and it was ¿really uncomfortable.¿

Event description:
The patient reported that the pump was originally implanted on (B)(6) 2012. On (B)(6) 2012, the patient had to go in and have the pump moved because the incision broke and the patient started to get an infection. The pump remained on the same side but was moved up from her waistline closer to her ribs. The patient also indicated that more catheter was used. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced symptoms of redness and incisional wound opening at the device pocket. Perioperative antibiotics were administered. A culture of the device pocket was obtained. Treatment was oral antibiotics. The infection resolved. The pump was delivering hydromorphone.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on:unknown. (B)(4) personal therapy manager serial # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).